Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
The patient was undergoing a stroke procedure using a velocity delivery microcatheter (velocity). During the procedure, after multiple passes, the velocity became fractured. It is unknown if there was an adverse effect to the patient. Please note that the date of event was not provided. The manufacturer has requested additional information from the customer; however, no additional information has been obtained.